Event description:
The account alleges that the bed's power cord has exposed wires.

Manufacturer narrative:
The technician removed the damaged section of the power cord and then reconnected it to the plug, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.